Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. The exact date of death is unknown but has been captured as the date of explant. If additional information becomes known, a supplemental report will be submitted.

Event description:
An 82-year-old female was found to have a brain bleed with poor neurological status identified on imaging prior to impella insertion. The family elected to withdraw care, and the patient subsequently expired. The case is being reported conservatively based on patient outcome, and review did not identify evidence suggesting a causal relationship between the impella device and the reported events.

Manufacturer narrative:
The investigation was completed and no product was returned. Investigation summary: ppae (stroke): the root cause of the injury was unable to be determined due to insufficient clinical details.